Manufacturer narrative:
Company representative evaluated the system. Corrections included replacing the system's uninterrupted power supply battery, clearing system error logs and rebooting the system. System was safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station's wireless transceiver shut down, which may have affected telemetry monitoring. No patient injury was reported.